Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.523, lot: l811209, manufacturing site: bettlach, release to warehouse date: 29.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l811209) was received at us customer quality (cq). The threaded distal tip broken off and the broken fragment was found stuck in iradiolucent insertion handle frn (part # 03.033.001 lot # l862515). No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: driving cap dimensional tolerances . Measured dimension: groove ø = conforming shaft ø = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed connector for insertion handle. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523 lot # l811209). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the driving cap/threaded broke off in insertion handle radiolucent while inserting an unknown nail. No fragments generated. No surgical delay. The procedure successfully completed. No patient consequences. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).